Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent repair of bilateral inguinal hernias. Two small kugel hernia patches were used. On (B)(6) 2013 - the patient presented to the hospital with complaints of severe pain he believed to be caused by the kugel mesh. The surgeon excised the mesh from the subcutaneous tissue, as well as the spermatic cord. They noted it was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. The mesh was removed and the hernia was then repaired without mesh. On (B)(6) 2013 - patient presented to the hospital emergency room with complaints of swelling and pain in his left testicle. He was kept overnight for observation, then he underwent a left orchiectomy the next day to remove his testicle, during which it was found to be necrotic. The attorney alleges the patient experienced significant physical pain and suffering, permanent injury, permanent and substantial physical deformity.